Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty patient board set. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when using olympus series q180 and q160 scopes with the olympus, model cv-190, video system center, the image was "black." The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed. There was no patient injury that occurred associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported event was failure of the patient board set (ap and dr board) due to deterioration associated with the age of the device and repeated use.